Event description:
Complainant alleged that during a routine shift check by a clinician, the main switch is loose and the device powers off when energy is selected. The complainant indicated that there was no pt involvement in the reported failure.